Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 480 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. Customer's doctor stated that the bolus was turned off. The customer stated that the symptoms related to high blood glucose such as nausea. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.